Event description:
This lead was implanted on (B)(6) 2005, and remains implanted at this time. A call to technical services on (B)(6) 2013, states that a yellow alert for low atrial intrinsic amplitude was detected on (B)(6) 2013. Patient does have history of atrial fibrillation, but can see the t- wave on the ventricular electrogram (egm). Will continue to monitor. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).